Event description:
It was reported by service report that the power cord plug was missing its ground prong, and the docker cable had damaged pins. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: power cord plug missing ground prong. Damaged docker cable pin. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.